Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke after surgery upon disassembly.

Manufacturer narrative:
Visual inspection of the returned device confirmed that it was broken in three pieces. The central post had fractured off separating the medial and lateral flat surfaces. The fracture lines extended along the sagittal plane from the base of the post to the anterior edge. The inferior postero-medial edge of both the post and the flat surface had nicks and gouges. The superior surfaces were scratched and worn. The reported issue has been investigated through CAPA. This device is used for treatment. As reported, it is unknown when the event occurred, during surgery or after, and if the surgeon used the proper surgical technique. This particular device is listed in the aggregate tasp scope list associated with a CAPA. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. Therefore, the problem with this device constitutes a "previously addressed design issue" as the root cause.